Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, there was obstruction between the pump and the transmitter. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.